Event description:
It was reported that the programmer had an "issue" when using the stylus; it was "off." Another stylus was used, but the issue remained. Another programmer was available for use. The caller inquired on how to calibrate the programmer. The caller will try the calibration software. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.